Event description:
A patient complained of bad vision six days following a cataract surgery that was performed with a phaco handpiece sterilized in a sterrad 50. The patient reportedly had redness with a film covering the eye associated with the event.

Manufacturer narrative:
Product not returned for eval.